Event description:
Consumer indicated the tampons fall apart during use and she removed the fibers herself. She was not able to remove the fibers with one tampon and decided to go to the doctor for removal.

Manufacturer narrative:
Device history record could not be reviewed as consumer did not provide lot number. Consumer did not return product samples for evaluation.